Manufacturer narrative:
Device evaluation: sample received consist of one (1) product of p/n 21-7302-24; the sample was received in used condition. During visual inspection no discrepancies were detected. During functional test: leakage was detected in one of the top corners of ay bag. The customer reported condition was confirmed. Most probable cause is that bag was not handled properly during assembly process.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette is leaking. Cassette housing is wet and customer believes it leaked on the halfway of the infusion site. No adverse patient effects and no patient injury.